Event description:
The facility's biomed reported an infusion pump that overinfused during pt use. The pt was in the gicu and medication is unk. The pumps history log recorded the prescription was basal and pca programmed at a rate basal 1.8ml/hr pca 1.2ml/hrwith a 5.0 minute lock out with a one hour limit 12.4ml. The pump history showed 81 attempts the pt received 10 injections, but the account though the pt should have received only 5 injection. The clinician found the pca button's wire exposed and taped to the side of the pump. The biomed stated there were no additional contacts. There was no reported medical intervention.